Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and device breakage ("the right essure implant was removed in 3 pieces with 22 total coils") in an adult female patient who had essure (batch no. C95074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lipoma and nabothian cyst. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), urticaria ("rashes or skin conditions type: urticaria"), neurodermatitis ("lichen simplex chronicus") and rash ("skin rash"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), discomfort ("general discomfort") and complication of device removal ("complication of device removal"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral essure implant removal, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and allergy to metals had resolved and the device breakage, dysmenorrhoea, dyspareunia, abdominal pain, discomfort, urticaria, neurodermatitis, complication of device removal and rash outcome was unknown. The reporter considered abdominal pain, allergy to metals, complication of device removal, device breakage, discomfort, dysmenorrhoea, dyspareunia, neurodermatitis, pelvic pain, rash and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 22-jul-2015: occlusion failure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : device breakage" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and device breakage ("the right essure implant was removed in 3 pieces with 22 total coils") in an adult female patient who had essure (batch no. C95074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lipoma and nabothian cyst. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), urticaria ("rashes or skin conditions type: urticaria"), neurodermatitis ("lichen simplex chronicus") and rash ("skin rash"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), discomfort ("general discomfort") and complication of device removal ("complication of device removal"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral essure implant removal, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and allergy to metals had resolved and the device breakage, dysmenorrhoea, dyspareunia, abdominal pain, discomfort, urticaria, neurodermatitis, complication of device removal and rash outcome was unknown. The reporter considered abdominal pain, allergy to metals, complication of device removal, device breakage, discomfort, dysmenorrhoea, dyspareunia, neurodermatitis, pelvic pain, rash and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: occlusion failure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : device breakage." Most recent follow-up information incorporated above includes: on 21-jun-2018: event "skin rash", reporter added from pfs. Event "the right essure implant was removed in 3 pieces with 22 total coils " added from medical record. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in an adult female patient who had essure (batch no. C95074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), urticaria ("rashes or skin conditions type: urticaria") and neurodermatitis ("lichen simplex chronicus"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), discomfort ("general discomfort") and complication of device removal ("complication of device removal"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and allergy to metals had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, discomfort, urticaria, neurodermatitis and complication of device removal outcome was unknown. The reporter considered abdominal pain, allergy to metals, complication of device removal, discomfort, dysmenorrhoea, dyspareunia, neurodermatitis, pelvic pain and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: occlusion failure most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. New reporters added. Patient demographic information added. Lot number added. Event onset dates added. Events nickel allergy, rashes or skin conditions type: urticaria, lichen simplex chronicus, complication of device removal added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and discomfort ("general discomfort"). The patient was treated with surgery (device removal procedure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and discomfort outcome was unknown. The reporter considered abdominal pain, discomfort, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.